Event description:
Following an atrial fibrillation procedure, the patient became unconscious. It was suspected that a blood clot occurred due to the use of the tacticath se. The procedure was completed without replacing the device and there were no adverse consequences to the patient. There were no problems during the rf delivery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history records for each possible batch number (8534467 or 8563951) were reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient becoming unconscious and suspected blood clot remain unknown. Corrected information: MFR site. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.